Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of 6cm abdominal aortic aneurysm. The aortic neck was 23 ¿ 24 mm in diameter and it was 11 mm in length. It was reported that the patient had been followed for aneurysm growth from an unknown cause for some time (exact date is unknown) and had received several interventions/coiling of the aneurysm without success. Further recent follow-up showed the aneurysm was 8 cm in diameter and the bifurcated stent graft was 10 mm below the lowest renal artery; however, it is unknown if this is where the stent graft was original implanted. There is now 11 mm of aortic neck below the proximal portion of the stent graft. An angiogram was performed and no endoleak was discovered and the original stent graft was in place. There was enough room for a 28/28/49 endurant cuff to be placed. The physician implanted the cuff to prevent further growth of the aneurysm which was successfully placed without issues and there was no endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).